Event description:
It was reported that the pta balloon ruptured during the initial inflation in an a-v graft at 20atm. The device was retracted through the introducer sheath without incident. Another pta balloon was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation is confirmed for loss in bond at the distal tip, which resulted in the balloon's inability to hold pressure. The investigation is unconfirmed for material rupture as no ruptures were identified in the returned device. The loss in bond at the distal tip was likely perceived as a rupture by the user. The definitive root cause could not be determined based upon the available info. It is unk if patient and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.